Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12967. It was reported that the patient's atrial and ventricular lead were both exhibiting lead noise, high impedance and high capture thresholds. The patient was asymptomatic. The physician explanted and replaced both leads. The patient was stable throughout.